Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not functioning' which was reproduced during service. Visual inspection found the cause was a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad button (unspecified) was not working during testing at the biomed service department. There was no patient involvement. No additional information is available.